Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified a hole in the seal plug. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis concluded the hole in the seal plug could contribute to noise and oversensing which resulted in the observed inappropriate shocks.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensed noise. Boston scientific technical services (ts) discussed a possible loose set screw or seal plug hole puncture. Reprogramming and monitoring options were discussed. An invasive procedure was performed. There were no notable anomalies with the connection, setscrew, or seal plug. The device was explanted and replaced. No additional adverse patient effects were reported.